Manufacturer narrative:
(B)(4). The sp94-8379 device was not received for evaluation. A photograph of the actual instrument and failure was not provided. The customer also did not communicate a lot number for the device; therefore, the DHR review could not be performed. Without the device to confirm and evaluate the reported failure, bd is unable to determine the root cause. If the devices become available the complaint will be re-opened and a more thorough investigation will be performed. Since the complaint samples were not returned for evaluation, no further action will be required at this time. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, a snowden pencer grasper broke apart in the or. The pin fell out and a piece of the grasper was retained in the patient. This grasper was used 74 times since 2013. Although multiple attempts were made to contact the customer, no additional information was provided and the device was not received.